Manufacturer narrative:
In addition, precision meters will display error 6 message if an expired test strip is used. In this case, the customer used an expired test strips. This is a final report. The medical event was related to expired test strips, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The date of manufacture is unknown.

Event description:
Customer reported noticing an error 6 message on her adc blood glucose meter. Customer further reported subsequently experiencing dizziness and sweating. No third-party medical intervention was reported. Customer self-treated with glucagon shot. There was no report of death or permanent injury associated with this event.